Manufacturer narrative:
Additional information. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review; a review of the records could not be performed as the product lot number was not provided. Conclusion: based on the investigation, no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, information not provided. Lot#: unknown, information not provided. Unique identifier: UDI# is unknown as the lot# was not provide. Expiration date: unknown, as lot number was not provided. Device manufactured date: unknown, as lot number was not provided. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review: a review of the records could not be performed as the product lot number was not provided. Conclusion: based on the investigation, no product deficiency could be determined. Note: it is unknown if the product was used per the directions for use. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Consumer reported that her daughter was using consept 1-step and mold grew on the white filter of the lid of the contact lens case. There was no patient injury reported. No further information was provided.